Event description:
Caller reported difficulty in pressing the pump quick bolus/wake button, requiring multiple attempts to activate the pump screen. There was no reported impact on the customer¿s blood glucose level. Technical support instructed caller on optimal button-pressing techniques but confirmed the button remained hard to press and decided to replace the pump. Caller was advised to let the battery fully deplete and return the pump within ten days using a pre-paid label. Pump was under warranty, and customer continued using the current pump until the replacement was received.